Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that phacoemulsification machine stopped working as soon as the surgeon attempted to irrigate. A syringe fell into the bag bay which caused system advisories to occur. The patient was sent to another hospital to complete the procedure. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was replicated. The active irrigation module was found to be non-conforming and was subsequently replaced to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the syringe, which fell in the active irrigation module and damaged it. The manufacturer internal reference number is: (B)(4).